Event description:
Customer alleged elevated blood glucose (bg 500 mg/dl) was caused by a urinary track infection. Antibiotics and fluids were administered. Customer did not know if the pump or supplies contributed to the hospitalization. There were no observed issues with the cartridge or infusion set.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 500 mg/dl; cause was unknown. Customer was admitted to the hospital and intravenous insulin and saline were administered. Elevated bg was resolved with no permanent damage. Customer¿s discharge date was (B)(6) 2019.